Event description:
It was reported during remote follow up that the atrial lead exhibited oversensing due to noise. This oversensing caused inappropriate mode switch. Clavicular crush or lead abrasion was suspected, but not confirmed. The lead was explanted and successfully replaced. The patient was stable and asymptomatic.

Manufacturer narrative:
The reported events of noise, inappropriate mode switch and insulation abrasion were confirmed while the reported event clavicle crush was not confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture sleeve tie impression. The cause of the external insulation abrasion is consistent with friction to the device can and the reported events of noise and inappropriate mode switch. Visual and x-ray examination did not find any indication of clavicle crush damage.